Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage which may indicate potential mishandling. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the prograsp forceps instrument broke. No known impact or patient consequence was reported.